Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/2/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 - unable to investigate further. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 reload was received empty. During the visual inspection of the reload was received with the base detached from the body and the base was not returned. Lot records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the reload were received empty. The condition of reload is related to improper use of the device. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 06/21/2021. A manufacturing record evaluation was performed for the finished device mg2365 and no non conformances / manufacturing irregularities related to the malfunction were identified. Additional h6 component code: g07002 ¿ procedure related photo review. Additional h-3 summary (photo): this is an analysis of photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a foil, a body cartridge and several piece of clips inside of a plastic bag from top view. Due to that the clips are absorbable it is possible that have begun with the process of degradation. The second photo shows a foil of product code xc200, lot # mg2365 and exp. Date: 2021-05-31. The third photo shows a foil of bottom view and wrinkles were observed in the foil. The rest of the photos show a foil with several pin holes in the foil. Based on the damage observed on the foil, the assignable cause of clip hold error, is due to the degradation on clips. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: what did you mean by "clip was very easy to be broken"" ? Did the clip not hold on suture correctly or broke during intra-op? No further information is available. What suture? Type was used? No further information is available. What suture size was used? No further information is available. When the event occurred, was the suture placed near the hinge of the clip? No further information is available. Were you able to lock the clip closed on the suture? No further information is available. If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2021 and suture clips were used. During the procedure, it was reported that during a robot-assisted gastrectomy, the clip was not fed into the applier no matter how many times it was tried. The clip was very easy to be broken. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.